Event description:
The site reported the following: the patient was scheduled for an angiogram of the aortic root to rule out carotid artery disease. During the initial angiogram, a few ccs of air were observed in the carotid arteries. The patient lost motor function in his left lower extremity and left hand. The patient was treated with heparin and was admitted to the intensive care unit for observation as an outpatient. The patient reportedly regained complete motor function in his left lower extremity and left hand.

Manufacturer narrative:
A system service check of the avanta injector, performed on october 19, 2010, verified the injector is operating with medrad specifications. Medrad quality assurance product analysis examined the product that was returned by the site, which consisted of two medrad single-patient disposable sets (spat). Visual examination revealed that the disposables were in good overall condition and were free of any visual defects. Functional testing of the returned product confirmed that the disposables performed to specification with no problems observed. Additional applications training was offered to the site, but was declined.